Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following questions to be asked if the surgeon contacts rrt. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient demographics: initials / (B)(6); please describe what is meant by wound breakdown occurred? Was there any evidence of suture breakage? Was there any infection? Was the site cultured? If so, what bacteria were identified? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Product code and lot number of stratafix suture used. What was the name of the initial procedure? What was the date of the initial procedure? Is there any infection involved in the wounds? How was the wound drained or treated? Please provide what medical or surgical interventions were performed how was the suture placed? Which tissue layer, at which location, was the suture used to close? Can you describe the tissue condition when the suture was placed? Dates and timelines that patient¿s symptoms first began following the initial surgery and what were the symptoms? Was there any pre dehiscence event (cough, fall, deep breathing or lifting)? Please provide any photos. What in the physicians opinion are the factors contributing to the event?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and an unknown barbed suture was used. Following the procedure, the patient experienced wound breakdown. Additional information will be requested.